Manufacturer narrative:
The event of high impedance/migration was reported to abbott. Patient was experiencing auto reducing due to high impedance. Patient is able to get coverage on the right side but not the left. X-rays taken show migration of both leads. A revision surgery date has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The event of high impedance/migration was reported to abbott. Patient was experiencing auto reducing due to high impedance. Patient is able to get coverage on the right side but not the left. X-rays taken show migration of both leads. In an update it was reported the patient underwent a lead revision where both leads were explanted. New leads were placed top of t7 and there were no complications during the procedure. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Event description:
Related manufacturer report number:3006705815-2023-055160 it was reported that the patient was experiencing inadequate relief due to high impedance on all of their left lead contacts. In addition, x-ray imaging was undertaken indicating that both of the patient's scs leads had migrated. Patient denies accidents or falls. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.